Manufacturer narrative:
On (B)(6) 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Paperwork received with the device provided the following additional information. The patient underwent breast implant removal on (B)(6) 2024. Date of explantation: (B)(6) 2024 patient information was provided. Patient identifier: (B)(6). Date of birth: june 05, 1974 patient age at the time of event: 50 years old manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction surgery with implantation of a 550cc mentor cpx 4 breast tissue expander. Post-operatively, the patient was diagnosed with a deflated tissue expander by a medical professional. The affected side was not provided. As a result, the patient underwent tissue expander removal on undisclosed date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. A partial UDI is being submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 30, 2024, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and (5) five tears were found, tear (a) on the posterior aspect measuring approximately 0.8 cm, tear (b) on the posterior aspect measuring approximately 0.4 cm, and tears (c), (d), and (e) on the anterior aspect, measuring approximately 0.1 cm. Microscopic examination was performed on the edges of the tears, and parallel striations were found in the whole area of the tears (c), (d), and (e). Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. The cause of the tears (a) and (b) could not be identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, the evaluation performed, and the data records for the deflated tissue expander meet specifications. The deflation mentioned in the product complaint cannot be confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expanders include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).